Manufacturer narrative:
Examination of returned device found device appears to have been used many times and the shear tear on the pusher indicates an inadvertent error by the operator. There are warnings in the surgical technique that state that this type of event can occur: "front jaw & trigger must be completely closed and locked for proper suture passing. Failure to ensure jaw is properly closed may result in device malfunction."

Event description:
It was reported patient underwent rotator cuff procedure on (B)(6) 2012. During the procedure, the bypass suture pusher fractured and had to be retrieved from the surgical site. The procedure was finished using a competitors product.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-01947).